Event description:
Arjohuntleigh received a complaint where it was indicated that during the pt transfer the sling strap stitching failed and the pt slid back into the wheelchair with career support. "A sara plus hoist from arjo huntleigh was trialled with the customer with an x-l sling, as the hoist was working well for the client the rep from arjo huntleigh was happy you leave the hoist and sling for the customer to continue trialling with his carers. The carers reported the sling strap/loop broke yesterday (B)(6) 2013, during the afternoon call. The slid customer slid back into his wheelchair with carer support no injuries. The company were informed by the carers and an alternative hoist is being used at present. Arjohuntleigh representative reported he will inform the company of the failure of the sling which is only used for trial purposes. The customer only uses the hoist 4-5 daily with 2x lifts each time, and has only had the hoist since (B)(6) 2013. Ref MFR # 3007420694-2014-00005.